Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the fourth firing the green reload was used. This reload, along with all other reloads, were fired using the ple60a stapler. When the stapler jaws were opened the outer two rows of staples on the patient side were deployed but not fired. Additionally, they were not through the tissue, they were simply laying in the abdomen. Only the first row of staples (next to the cut line) successfully deployed. All three rows on the specimen side were formed successfully. That portion of the staple line was over sewn and liquid hemostatic agents were used to ensure the staple line was closed. The fifth and final staple row was completed using the same ple60a stapler. There were no patient consequences.